Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received a pump error alarm. No troubleshooting reported. Their blood glucose was unknown. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assemblies. Unable to verify pump error 25 due to blank display. Unit received with corroded motor home switch and corroded battery tube. Unit received with minor scratches on case, cracked battery tube threads, cracked case (battery tube), missing display window cover and minor scratches on lcd window.